Event description:
It was reported that, during a knee arthroscopic procedure, the fastfix 360's t2 fell out from the needle without deployment. The procedure was resumed, with a non significant delay, using a competitor device. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: additional information: b5 and h6: health effect - clinical and impact code h3, h6: the reported device was received for evaluation with other devices. A visual inspection revealed that ten fast-fix of lot 2191498 were returned together: seven unopened/sealed units, and three opened/used units were returned. Each of the opened devices came with original labeling with the lot number on them, and presented bio debris. For device one the t1, t2, and suture were not returned, and the needle assembly is bent. For device two the t1, t2, and suture were not returned, the needle assembly is bent, and the actuator is at the tip of the needle. For device three the t1, t2, and suture were returned on the needle, the t1 has been placed back on the tip of the needle, and the actuator is in the pre-t2 position. A functional evaluation was performed on the returned devices and found that the actuators will cycle but the actuators attempted to stick at the tip and required manipulation before returning to the next pre-deployment position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factor lines include an unintended inappropriate or excessive force allowing the device to prematurely deploy. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Event description:
It was reported that, during a knee arthroscopic procedure, the fastfix 360's t2 fell out from the needle without deployment. T1 was left secured in the patient. The procedure was resumed, with a non significant delay, using a competitor device. No further complications were reported.